Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported they passed out (B)(6) 2016. The rescue squad was called. It was reported that their blood pressure was very high and they were admitted to the hospital (B)(6). They were placed on the heart floor and observed. Brain scans, cardiograms, arteries were checked, but nothing was found to be out of the ordinary. The blood pressure continued to go up and down without finding a cause. It was reported that two weeks later they passed out again but did not go to the hospital. It was reported that their blood pressure had been doing much better the two weeks prior to this report and that their leg jerking had subsided.

Manufacturer narrative:
Date of event was reported as (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that when they increased their implantable neurostimulator (ins) to 1.40 sometimes at night they could feel their right leg jerking a little bit but then it quits. The next day the patient did not feel it anytime and it seemed to them they were on a good setting. The patient mentioned that they knew this was positional and when they would lie on their side that did not feel it at all. This was nothing that affected their sleep. The patient also reported that they had accidently turned the device off one night and the next morning they had a hard time getting out of bed and getting to the kitchen. This issue was resolved when they turned the device back on. They wondered if they should decrease it at night to see how it affects their blood pressure. The patient stated that the ins had been a great help and as time went on they had to have it reprogrammed and currently had it set at 1.40. It was noted that the patient had problems with their blood pressure because it shoots up really high and then drops real low. The patient mentioned that they had blood pressure problems for ¿years and years¿ but now had trouble with it shooting high and low. In addition, the patient stated that when this problem first occurred they took some medicine and it came down some (¿from almost 200 to 170¿). When the patient got out of the hospital on thursday, they did everything they could think of but sent them home with it still going high and low. The patient also mentioned that they passed out on tuesday because their blood pressure was so high. The patient wondered if the ins in any way could affect the blood pressure. They did meet with a home health worker who said that maybe the ins at 1.40 was covering up something in their body that would be causing them pain (¿stimulator was covering it up¿). In addition, the patient felt like they were ¿running on empty¿ and was worn out. The patient also mentioned that they had broke a partial plate and had to have it re-built. When they got home a man then came from physical therapy and left because they could tell the patient was really tired and could barely get out of bed. The physician therapist also wanted to take the patient¿s blood pressure laying down, getting up, and standing up. The patient stated that it really changed as is shot up 26 points when they went from sitting to standing. The patient had not notified their healthcare professional (hcp) regarding the issue as their ins had been satisfactory (going from using walker to walking without a cane) and did not want any changes made to the device. The patient had an upcoming appointment with their heart doctor on friday as well as one with their primary doctor on ¿the 5th¿. They were also going to speak with their managing physician regarding the issues.